Event description:
It was reported that the implantable cardioverter defibrillator (non-boston scientific product) had alerted for shock lead impedance out-of-range at 136 ohms; the value had been increasing over time. The shock impedance measurement at the time of the report was in range at 76 ohms. The right ventricular lead remains in service at this time and no adverse patient effects were reported.